Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the subject device could not be interrogated with the physician's programmer (a message indicating communication errors was displayed to the user). Nevertheless, the device could be interrogated normally with another programmer.